Event description:
It was initially reported that the patient's implantable neurostimulator (ins) was everything 'not working fine.' Follow up information received reported that the patient had surgery on (B)(6) 2012 to replace the implantable neurostimulator (ins). During the dissection of the lead from the extension, the distal aspect of the right lead was 'injured' and was non-functional. On (B)(6) 2012, the patient was examined by their neurologist. If was noted that the ins remained on nearly 100% of the time. The only outcome reported for the patient was that they had recently taken up bicycling around the neighborhood. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387-40, lot# j0421701v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2005, product type lead. (B)(4).